Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing by running a short-simulated infusion at different flowrates (1200ml/hour, 500ml/ hour, 200ml/ hour, 50ml/ hour) for 2 hours and the pump performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused famotidine during delivery. The infusion actually lasted for 15 minutes on the affected pump and some more on another pump for which the duration was not available. The expected volume to be infused was 112ml and the actual volume infused was about 104ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.